Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reports that a pt presented more than one year following surgery with tissue granuloma. The pt was returned to surgery for excision. Surgeon reports finding intact surgical knots.